Event description:
It was reported that customer experienced repeated cartridge alarms, including cartridge alarm 30, while using pump for insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Customer planned to continue using current pump and rely on alternate method for insulin delivery if necessary, and technical support arranged shipment of replacement pump with updated software.